Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown what the cause of the inability to aspirate the catheter was, what actions/interventions were taken and if the inability to aspirate the catheter resolved.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal hydromorphone 40 mg/ml at 2.397 mg/day via an implantable pump or unknown indications for use. It was reported that the patient first notified the rep of the event and that the rep was present for the dye study that was attempted on the patient. It was reported that the patient stated she'd never really had pain relief from the targeted drug delivery (tdd) therapy. The patient's previous managing physician continued increasing her dose with no substantial relief. The patient had currently switched managing physicians because the previous one had retired. The new managing physician reduced her high dose and ordered the dye study to check the catheter. The dye study was attempted, however, the catheter could not be aspirated, so the study was not completed. It was unknown if any environmental/patient/external factors had led or contributed to the issue. Diagnostics/troubleshooting performed included a dye study attempted, but the catheter would not aspirate. The rep read logs and no stalls were noted. It was unknown wh at actions/interventions were taken and if the event had resolved. The patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted:(B)(6)2013 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 24-jul-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.